Manufacturer narrative:
The reported issue was resolved through a system reboot at the time of the event. No parts have been replaced or returned to the manufacturer for evaluation. A medtronic representative has not inspected the system on-site. No findings possible. No additional issues have been reported. Issue resolved on-site.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system failed to initialize the collimator while booting up. The system was rebooted and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed successfully and the patient was not impacted.